Event description:
These liners are a new version. Problem arises when liner is full and nurse turns suction off and attempts to cap liner; it spouts a "geyser" 6-8 inches into air. With possibility of "spraying" and contaminating hospital workers with body fluids. (Also see 1004434 and 1004443).